Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the maverick2 monorail balloon ruptured. The 99% stenotic lesion was located in the calcified and tortuous proximal left anterior descending (lad) coronary artery. The maverick monorail balloon ruptured at 6 atms. The total number of inflations and to what atms is unk. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status is listed as "good."